Manufacturer narrative:
Concomitant therapies: juvéderm® volux¿, juvéderm® volift¿ with lidocaine. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in cheek (ck1,2) juvéderm¿ voluma¿ with lidocaine, in tear trough with juvéderm® volbella® with lidocaine, and in chin and jawline with juvéderm® volux¿ (total of 4ml of filler). Patient was concomitantly injected with 70 units of botox® in "ufel" and perioral lines. Four days later, patient developed pustule at lip corner with symptoms of pain and fever. Patient was prescribed topical fusidic acid. One day later, patient was prescribed augmentin duo® for 5 days and zerodol®-p. One day later, patient was switched to topical mupirocin. Symptoms showed some improvement. Three weeks later, patient developed a pustule and some inflammation on right lateral upper eye lid. Patient is not known diabetic and did not have any inciting infections. Patient has history of previous filler and herpes simplex. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00478 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2023-00480 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2023-00495 (abbvie complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella® with lidocaine.